Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to colon surgery with history of deep vein thrombosis and small pulmonary embolism. A second filter of unknown brand and manufacturer was implanted (B)(6) 2009 due to thrombus in the first filter, but this was later removed. Patient is alleging tilt, vena cava perforation, vertebral body perforation, and that the device is unable to be retrieved. The patient further alleges "right arm and chest pain where ivc traveled to" and that they have had limitations with daily swimming and walking." The patient also alleges "post traumatic stress disorder [ptsd], onset 2009." Per report from CT: ¿there is an inferior vena cava filter which is surrounding by thrombus.¿ per report from CT: ¿ivc filter is seen in place. ¿ ¿there appears to be thrombus in the left common femoral vein and left iliac vein extending up into the ivc.¿ per report from venogram: ¿the ivc demonstrates mild clot with adequate outflow seen through both filters.¿ per report from CT: ¿1. Filter tilt: the filter is tilted counterclockwise with the apex touching the posterior right lateral wall of the ivc. 2. Filter position: the tip of the ivc filter is 2 cm below the lowest renal vein. 3. Perforation: 4 struts are perforated through the wall of the ivc. The perforator posterior anterior, right lateral and left lateral struts extend 25 mm, 11 mm, 21 mm and 10 mm beyond the ivc wall. The perforated left-sided strut touches the aorta without extending into the aorta. The perforated posterior strut has entered the l3 vertebral body that has penetrated 11 mm through this vertebrae.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, post-traumatic stress disorder (ptsd), and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc)/organ(vertebra, aorta) perf, vc thrombus, unable to retrieve, tilt, pain, ptsd, and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook filter on (B)(6) 2009". Additional information received (B)(6) 2019: it is alleged that "[pt] received a cook celect filter". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.